Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for a total of three patient samples tested for troponin t hs (high sensitive) stat (short turn around time) - tnt hs stat. The first sample initially resulted as 45.22 ng/l and this result was reported outside of the laboratory. The physician queried the result. The sample was repeated on a different e601 analyzer, resulting as 4.48 ng/l. The sample was repeated a second time on the original e601 analyzer, resulting as 4.60 ng/l. The 4.60 ng/l result was reported outside of the laboratory. The sample was repeated a third time on a different e601 analyzer, resulting as 5.33 ng/l. The second sample, from a (B)(6) female, initially resulted as 32.73 ng/l on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated on a different e601 analyzer, resulting as 3.00 ng/l accompanied by a data flag on (B)(6) 2015. The sample was also repeated on the original e601 analyzer, resulting as 3.00 ng/l accompanied by a data flag on (B)(6) 2015. A result of 3.00 ng/l was also reported outside of the laboratory. The customer noted that they frequently received a liquid level detection alarm when running controls using sample cups. The field service engineer checked the analyzer on (B)(6) 2015. He changed the sample probe, changed some circuit boards, adjusted the liquid level detection voltage, and adjusted a probe. Quality controls were subsequently run and passed. Carryover studies were run and carryover was found to be negligible. Precision studies were also performed. The customer later reported that a third patient sample was affected. This sample initially resulted as 59.00 ng/l on (B)(6) 2015 and this value was reported outside of the laboratory. A second sample collected from this patient had a tnt hs stat result of 7.87 ng/l on (B)(6) 2015. A third sample collected from this patient had a tnt hs stat result of 4.40 ng/l on (B)(6) 2015. Based on the result discrepancy seen between the samples, the original sample was then repeated, resulting as 4.74 ng/l on (B)(6) 2015. The 4.74 ng/l value was reported outside of the laboratory. An aliquot of the sample was repeated a second time in a sample cup, resulting as 37.63 ng/l on (B)(6) 2015. An aliquot of the sample was repeated a third time in a sample cup, resulting as 5.23 ng/l. The original tube of the sample was repeated a fourth time on a different e601 analyzer, resulting as 4.33 ng/l on (B)(6) 2015. An aliquot of the sample was repeated a fifth time in a sample cup on a different e601 analyzer, resulting as 42.34 ng/l on (B)(6) 2015. An aliquot of the sample was repeated a sixth time in a sample cup on a different e601 analyzer, resulting as 4.19 ng/l. The patients were not adversely affected. The tnt hs stat reagent lot number was 182603. The reagent expiration date was asked for, but not provided. The field service engineer checked the alignment of the probes and changed the sample probe. Controls were found to be ok. A precision study was run and this passed. Investigations could not determine a specific root cause. A possible cause may be related to pre-analytic sample handling as the centrifugation time of the sample was found to be too short. It was also noted that the customer uses third party sample cups, which may cause liquid level detection alarms and false pipetting due to a different plastic used.